Event description:
It was reported that after seating femoral nail surgeon was doing first cross screw when the head of the screw stripped. Surgeon evaluated driver and felt it did not engage head deeply enough. Screw was removed via universal screwdriver set and a new non-stripped screw was placed.

Manufacturer narrative:
This is the same patient/event as MFR.#9610726-2009-00005 and 9610726-2009-00006.